Event description:
It was reported that the patient received inappropriate atp therapy due to noise. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.